Event description:
Emt's attended to a pt described as asystolic and reportedly down for an extended period of time. Defibrillation therapy was attempted however the automatic external defibrillator advised no shock to the pt. Paramedics then arrived and took over therapy using a manual defibrillator/monitor/pacemaker. Defibrillation therapy was delivered but the pt did not respond. Pacing therapy was then attempted. Reportedly no skin prep was performed before the pacing electrodes were put on the pt. Resuscitation therapy was continued however the pt was not revived. The reporter indicated the alleged malfunction did not cause or contribute to the death of the pt. The opinion was based n the lack of pt viability.